Event description:
User facility mandatory medwatch received that stated: "nurse connected IV extension to newly placed IV at which time blood started to flow back into the IV extension and primary tubing. Primary tubing was found to be defective allowing blood to flow up the line and out the clave side port." Upon further query, the following info was provided that indicated a leak with subsequent blood loss. The tubing set was to be used to deliver an unspecified solution. It was reported that after the nurse connected the tubing set to the patient's access site, an unspecified volume of blood leaked from one of the clave y-sites. Info was requested from the customer contact regarding specific pt and event info. No response has been received.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on (B)(4) 2010. The report number is (B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).